Event description:
Element science representative was conducting an initial fitting appointment with the patient on (B)(6) 2026 when the patient experienced multiple siren alarms. Prior to applying the device, the patient was trained to recognize siren alarms and shock deferral process. While the patient successfully deferred several initial alarms, a shock was delivered when a subsequent deferral attempt was not completed. At the time of the event, the patient was already admitted as an inpatient for acute decompensated heart failure. There were no injuries reported. Following the event, the patient discontinued use of the device and it was returned for evaluation.

Manufacturer narrative:
A detailed investigation was performed following the return of the device. The device successfully passed all functional tests. Device system log confirmed the patient had previously and successfully deferred alarms, demonstrating understanding of the deferral action prior to this event. During the reported event, the system log indicates that the patient attempted to cancel the shock but did not actuate both buttons simultaneously for the extent required to trigger deferral. Training on the deferral sequence was conducted at the time of fitting by the clinical field representative, prior to the patient wearing the device.